Event description:
The customer reported an inability to acquire lead 2. We are unable to tell at this time if the customer was acquiring a 3 lead or 12 lead ECG. A failure to acquire 12 lead ECG could prevent or delay the course of therapy.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.